Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was white plastic like material that could not be identified, clogging the air and water nozzle. Due to this clog, the draining function was reduced, and the air and water supply did not meet specifications. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the insertion tube and light guide tube were delaminated. It was also observed that the control body side cover and light guide tube protector were worn. It was observed that the scope connector had water leakage due to a minor fluid ingress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Also, the up and down brake was not holding and did not meet specifications. Lastly, the scope did not meet electrical specifications and as a result, did not pass the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope pressure was too high on channel 2. The reported issue occurred during maintenance of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at location where foreign material detected. It is unknown if reprocessing deviated from instructions for use. Olympus will continue to monitor field performance for this device.